Manufacturer narrative:
The investigation is ongoing.

Event description:
The surgeon has reported that the plate has broken post-operatively.

Event description:
The surgeon has reported that the plate has broken post-operatively.